Event description:
It was reported that during a photoselective vaporization of the procedure of the prostate, the metal cap located on the fiber tip detached after 200,000 joules of use. The metal cap was retrieved from the patient. A new fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned device was able to confirm the reported allegation of fiber cap detachment as the metal and glass caps were detached and not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Since the metal/glass cap were detached and not returned, detritus adhesion could not be identified. However, the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap and metal cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo selective vaporization procedure of the prostate, the metal cap located on the fiber tip detached after 200,000 joules of use. The metal cap was retrieved from the patient. A new fiber was used to complete the procedure without clinical consequences to the patient.